Event description:
Healthcare professional reported injecting a patient bilaterally in the mid-face with juvéderm® voluma¿ xc. Five weeks later, the patient experienced ¿delayed potential infection, red and not hot to the touch¿ along with ¿bilateral swelling.¿ the patient was treated with augmentin and anti-histamines with mild improvement of symptoms but no resolution to date. The patient was offered steroids but declined due to previous adverse event to steroids. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.